Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis. A taxus liberte stent was implanted in (B)(6) 2009. In (B)(6) 2010, a follow-up coronary angiogram was performed revealing the 90% stenosed target lesion located in the 1st obtuse marginal artery, which was 2.75mm in diameter and 10mm long. A target vessel reintervention was performed one week later with balloon dilation of the lesion, which resulted in 0% residual stenosis and timi 3 flow. The patient had no ischemic symptoms at the event. Follow-up was performed in (B)(6) 2010. The patient had no anginal symptoms. In (B)(6) 2010, 1 year follow-up was performed and the patient had no anginal symptoms.

Event description:
It was further reported that during the index procedure, a new lesion with a referenced vessel diameter of 2.0mm, 10.0mm long and 75% stenosed in the 1st obtuse marginal was noted. The lesion was treated with predilation and placement of a 2.75x12mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0% with timi 3 flow noted. The patient was discharged 2 days later without complications on aspirin and clopidogrel bisulfate.

Manufacturer narrative:
(B)(4).